Event description:
Per st jude medical, this lead is displaying increased shock impedances. The lead currently remains implanted. There were no adverse events reported for this pt. Should additional info become available this file will be updated.